Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) could not be performed since the mes system yielded no results. Because of the age-related of lead, manufacturing can be ruled out as the most probable cause of the complaint. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review is not required - the event is not reportable in an eea country + bsc is not responsible for training + no new hazard was identified. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.